Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon and rupture. Asr / psr date submitted: 10/19/2015.

Event description:
Patient reported experiencing raynaud¿s phenomenon, side unspecified. Patient additionally reported experiencing "a lump or thickening in or near the breast or in the underarm area," side unspecified. No indication of treatment or surgical reoperation. Later, healthcare professional reported rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.4., d.6b., h.6.

Event description:
The device has been explanted.